Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the electronic patient gas system (epgs) would not calibrate. As a result, an alternate device was employed. The user was able to run the case with a backup pole mount blender. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed by the field service representative (fsr). The fsr removed and replace the oxygen (o2) sensor and the electronic patient gas system (epgs) calibrated normally. The unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filled accordingly.